Manufacturer narrative:
Attempts were made to obtain additional information from the user facility, but none could be provided. The following patient and device codes related to the reported condition, are outlined in the device IFU: 7 checks. Important! Run through the checks before and after each use. Important! Do not use damaged or incomplete products or products with loose parts. Return products together with loose parts for repair. Do not attempt to do any repair yourself. 7.1 visual check. Caution! Check for surface changes (e.g. Hairline cracks) in the area of the joints and hinges of the jaws. In case of damage the hinge pin may become loose. Before and after each use, check instruments and accessories for damage, loose or missing parts and rough surfaces. Check jaws for defective cutting edges and corroded parts. The flexible sheath must not be kinked or otherwise damaged. 7.2 functional check. The jaws must open and close easily. Rwmic considers this case closed. Should additional information become available, a follow up report will be submitted.

Event description:
On (B)(6) 2019 richard wolf medical instruments corp (rwmic) received the following information: per the customer, they were unable to open and close grasping forceps or biopsy forceps during a case. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? Yes. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. How was the patient anesthetized? General. The user facility returned the device to richard wolf medical instruments corporation (rwmic) on (B)(6) 2019 and the device evaluation was completed on (B)(6) 2019. The device was functionally evaluated. The reported condition could not be verified as there were no defects found during evaluation. As a result, a probable root cause could not be determined.